Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter read inaccurately high in comparison to another meter. The complaint was classified based on customer service representative (csr) documentation. The patient advised the csr that on an unspecified date, she obtained an inaccurately high reading of ¿81 mg/dl¿ on the subject meter compared to a reading of ¿61 mg/dl¿ on her doctor¿s meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient was unwilling to specify what medications she uses to manage her diabetes or whether she took any action in response to the alleged inaccurate high reading. The patient advised the csr that she experienced symptoms of ¿very low energy and lethargic¿ an unknown time after the alleged product issue began. The patient was also unwilling to specify if she received any treatment in response to her symptoms. At the time of troubleshooting, the csr confirmed that the correct unit of measure was used and that the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining alleged inaccurate results with the subject meter.